Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that safety mechanism for needle not working properly. Issue: safety mechanism for needle not working properly.